Event description:
The sales rep reports that during a lap cholecystectomy procedure, the device jammed on the first firing. They got a new one to complete the procedure. There was no pt impact. The device will be returned.

Manufacturer narrative:
Empty. Eval summary: the analysis results found that the el5ml device was rec'd in good visual condition. When testing the device for functionality it was noted to be empty and the lockout was fired through. As the IFU states: "do not attempt to fire through the lockout. If the trigger is forced closed once the last clip lockout has engaged, the jaws may remain closed." We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.